Event description:
It was reported that insulin gauge displayed amount different than caller expected on a previous day, with pump showing much lower fill estimate than anticipated. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge advised caller to contact technical support again for troubleshooting if problem occurred again.